Event description:
Boston scientific received information that this right ventricular (rv) lead was capped and successfully replaced due to pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.